Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient started to experience severe pain shortly after the implant, as well as burning sensations around the implantable pulse generator (ipg). Reportedly, activating the system was very difficult. The patient was admitted to the hospital, and subsequently, the implanting doctor decided to explant the device without informing mainstay medical. There was no report of patient harm or injury.

Manufacturer narrative:
(B)(4). Other device explanted: model: 8145, description: reactiv8 implantable stimulation lead, serial numbers: (B)(6), UDI #: (B)(4). There was no allegation against the device's function. Both the implantable pulse generator (ipg) and leads passed functional testing. Visual inspection was performed, and no observation was identified that would have contributed to the patient's pain. The device history record was reviewed, and no relevant non-conformances were found. H6 updated.

Event description:
It was reported that the patient started to experience severe pain shortly after the implant, as well as burning sensations around the implantable pulse generator (ipg). Reportedly, activating the system was very difficult. The patient was admitted to the hospital, and subsequently, the implanting doctor decided to explant the device without informing mainstay medical. There was no report of patient harm or injury.